Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective and the cartridge tip was bent. The lens could not be implanted and another lens was used instead. No patient involvement or injury was reported. Reportedly, the lens was disposed of by the customer